Event description:
According to the reporter, at esophagus resection and gastric tube construction of abdominal manipulation, the surgeon fired the device 8 times. After the anastomosis of the esophagus and gastric tube at thoracic manipulation , at the closure for the insertion of end-to end anastomosis, the nurse took device in sleep mode, however the display did not react at all. Pushed every button, however the status was same. After the procedure, the sales rep pushed every button but the device was still in blackout display. The handle was recharged and still did not react. The display showed battery charge remaining was more than half full. No patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.